Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented asymptomatic to the clinic with the high voltage lead impedance out of range. The patient reported feeling the patient notifier. Possible svc connector setscrew loose or bad connection. A chest x-ray showed no anomalies. The physician opted to program off the svc coil. The patient will be monitored.